Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Mfg. Site name-starmedtec (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 17, 2017 that a lighttrail reusable 600¿m laser fiber was used during a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl with settings of 15 hz/ 3000mj. According to the complainant, during the procedure and inside the patient, the first 20 cm from the fiber holder was broken causing a flash and break on the fiber carrier. The procedure was completed with another lighttrail reusable 600¿m laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One lighttrail reusable 600¿m laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken. The fiber measured approximately 208.5 cm from the top of the connector to the break. The jacketing was slightly melted at the break indicating that the fiber broke while laser energy was being applied. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600¿m laser fiber was used during a holmium laser enucleation of the prostate (holep) procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl with settings of 15 hz/ 3000mj. According to the complainant, during the procedure and inside the patient, the first 20 cm from the fiber holder was broken causing a flash and break on the fiber carrier. The procedure was completed with another lighttrail reusable 600¿m laser fiber. There were no patient complications reported as a result of this event.